Manufacturer narrative:
Reporter street address line 1 - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since reported failure was not reproduced during the device evaluation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had an abnormal image. The issue occurred during reprocessing. There were no reports of patient involvement.